Event description:
Implant became loose in subacromial space approximately 12 weeks post operatively. A revision surgery is required to remove the loose implant. MRI revealed the tendon is healed. The actual part number is unk. The part referenced was used for reporting purposes only. Additional info has been requested from surgeon. This device is used for treatment.

Manufacturer narrative:
Additional info has ben requested including device disposition. A follow up report will be submitted upon completion of investigation.